Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is related to previously reported complaint of high pacing thresholds, MFR number 2017865-2014-00852.

Event description:
New information received indicated that the previously capped right ventricular lead was explanted during an unrelated procedure on (B)(6) 2018. No further information was reported. This report is related to previously reported complaint of high pacing thresholds, MFR number 2017865-2014-00852.